Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted), and the reported positioning failure (leaflet capture - clip not implanted), appear to be due to patient anatomy/ morphology, as a larger clip size implant was attempted. The reported image resolution poor was associated with difficult visualization. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with poor leaflet integrity. The first clip (21215a1015) was advanced. Difficulty grasping and capturing was experienced as the leaflets continuously slipped out of the clip. In the attempts a leaflet injury occurred. Subsequently the clip was exchanged for a different size. The second clip (30214a2031) was then advanced to treat the tissue damage. Upon advancement, the clip became caught on chordae. Troubleshooting was performed and the clip was able to be freed from the chordae without complication. While establishing final arm angle (efaa), the clip opened continuously from closed to 45 degrees. Troubleshooting was performed, but was unsuccessful. Subsequently, the clip was removed. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no additional information was provided.